Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu2185 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebu2185) have been reported from the same (B)(4) facility.

Event description:
It was reported that presence of leakage was noticed and the presence of a hole at the beginning of the catheter was found. This report addresses the second of two catheters.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu2185 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebu2185) have been reported from the same (B)(6) facility.

Event description:
It was reported that presence of leakage was noticed and the presence of a hole at the beginning of the catheter was found. This report addresses the second of two catheters.